Manufacturer narrative:
The device was returned to olympus for repair and evaluation. During the evaluation, the device failure was found to be due to a circuit board failure. Additional non-reportable findings were as follows: the main body was flooded, the main body and the connector had a crack, a main body scratch, the scope mount, and the connector contact both had corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the poor communication occurred due to flood inside of the imaging and cable, and noise on the image occurred. Also, it is likely that the cause of the flood inside is that water penetrated from cracked part of the main body. The device is damaged and does not meet the specification. The root cause of the said event could not be determined. This issue is addressed in the instructions for use (IFU): the issue regarding breakage and flood inside of the camera head, were confirmed from the contents of the instruction manual and found the description below and the reported event can be prevented by this description. ¿never bash or drop this camera head. This could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that image noise was observed on the hd camera head. Additionally, it was also reported the there was no video and that the image did not come out clearly during the therapeutic transurethral lithotomy (tul) procedure. The intended procedure was completed with another similar device and there were no delays. There were no reports of patient harm or impact associated with the reported event. Inspection and testing of the returned device found a circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.